Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A ventilator inoperative code was found in the ventilator's downloaded error log. The device's software was reloaded to address the issue.